Manufacturer narrative:
This product was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A visual inspection of the guide wire shows the likelihood of an agglomerate of blood/body fluid and polymer from the interaction with the lead. Testing done with wire insertion confirmed the blockage was caused by foreign material.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure a wide loop was seen before entering the targeted vein. Physician retracted the wire and it became stuck inside the lead. Once the lead was removed the physician was able to withdraw the wire from the lead with force. Same model of lead was implanted. No adverse patient effects were reported. The product has been received and analysis has been completed.